Event description:
It was reported to vyaire medical that a patient was status post respiratory arrest and was intubated and placed on a ventilator during respiratory arrest. Patient was to transfer to the ICU and during transport the ltv ventilator shut off for a few seconds and then came back on. There was no patent harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.